Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 12-jan-2026 and investigation completed on 12-jan-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11-jan-2026 against "lot number: 5389509 and similar malfunction code(s): component defect- steel cannula or steel introducer needle breaks in infusion site, steel cannula fractures during insertion into the infusion site (broken needle), introducer needle fractures/breaks during insertion into the infusion site, introducer needle found fractured/broken upon removal from infusion site after normal use. The review confirmed that lot: 5389509 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 10-jan-2026 against "lot number" criteria equal 5389509 and similar malfunction codes component defect- steel cannula or steel introducer needle breaks in infusion site, steel cannula fractures during insertion into the infusion site (broken needle), introducer needle fractures/breaks during insertion into the infusion site, introducer needle found fractured/broken upon removal from infusion site after normal use. The count of complaint is 1. The complaint number are complaint (B)(4). Device history record (DHR) review: the lot: 5389509 was manufactured according to the work instruction (wi) version 40 and manufactured in the multivac 07 on 20/may/2022 with a total of (B)(4) units. The sub-assembly cannula, of the lot: 5389633 was manufactured according to the wi version 34 and manufactured in the gluing machine 02, on 16/may/2022, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the complaint (B)(4) on 24/oct/2023. Visual testing: 10 samples out 10 tested passed visual inspection for the reported malfunction code component defect- steel cannula or steel introducer needle breaks in infusion site. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). As a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot: 5389509 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).

Event description:
Reference number: (B)(4). Event occured in denmark. It was reported that event occured on (B)(6) 2023, during the regular disposal of the inserter needle, the patient had thumb injury due to needle, resulted that patient undergoes surgery and required local anaesthetic, antibiotics, and thumb was immobile for four days. No further information is available.